Manufacturer narrative:
The product was requested to be returned but has not been received. Note: this model of cufflator is 3 years old. Note: the information in this report is based solely on the customers initial report. (B)(4).

Event description:
The customer reported the cufflator will not hold pressure. The customer did not provide a date when this was discovered. There was no patient injury reported.